Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2015; dtba1qq, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an insulation breach. The lead was found to have unstable thresholds, low impedance, oversensing of noise, and diminished r-wave sensing. The lead was programmed off until it could be revised. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.